Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged safety clamp was identified during visual inspection. The cause of the condition was not determined. To correct this condition safety clamp was replaced. The device was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump was found to have a damaged safety clamp. There was no patient involvement. No additional information is available.